Event description:
The customer observed architect i2000 analyzer error code 1006 (unable to process test, background read failure) when reaction vessel (rv) lot 70565p100 was in use. The customer's analyzer logs were evaluated by abbott. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Architect i2000 analyzer, list # 1g17-05, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Caller states that a patient arrived at the hospital in critical condition and reportedly received the following results on the inform system with comfort curve strips within 10 minutes: 467 mg/dl and 126 mg/dl. Patient passed away due to heart disease - no reported adverse event related to the erratic results. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). Architect i2000 analyzer, list #1g17-05, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.